Event description:
(B)(4) clinical study. It was reported that patient had unstable angina. In (B)(6) 2013, patient was scheduled for percutaneous coronary intervention. The 90% eccentric, denovo, type b, bifurcated lesion was located in the moderately calcified mid left anterior descending artery with 10 mm long and with a vessel diameter of 2.5 mm. The target lesion was pre dilated with an unspecified balloon catheter, then a 2.25x16mm promus element plus drug-eluting stent was implanted at 20 atmospheres. The target lesion was not post dilated with 0% residual stenosis. On the following day, the patient was discharged from the hospital. In (B)(6) 2013, the patient experienced pain in the left abdomen. Twenty days later, the patient was recovered. In (B)(6) 2013, the patient had unstable angina. The patient underwent angiography and coronary artery bypass graft surgery to the non target vessel. On the next day, the patient was recovered.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).